Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. A product sample was received for evaluation. Visual inspection showed tamper seal was intact and there was no external damage. During functional check, the reported complaint could not be confirmed. The device's delivery accuracy was running at three different tests, all of the tests were found to be within factory specifications. Root cause unable to be determined. Performed preventative maintenance on pump and replaced main board for error code 46181 found during testing.

Event description:
Additional information received: the event occurred during test. There was no patient involvement.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump failed by accuracy -8.40%. No adverse effects reported.